Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Investigation result: visual inspection was conducted. Only the involved device, zizai (here in after referred to as the "involved device") was returned to tcsc. When observing the appearance of the involved device, there were following findings: (I) crushing of the distal tip and deformation of the marker; (ii) approximately 49 cm catheter elongation from the distal tip: (iii) there were several crushes and twisting deformations in the stretched area; catheter kink at a point of 56.4 cm from the distal tip. Simulation test was conducted (removal resistance from guide wire). Based on the occurrence situation reported, there might be resistance to the removal operation of the involved device with the combined guide wire fixed. Therefore, we attempted to reproduce the removal resistance of the guide wire occurred in the involved device using the following samples. Sample: involved device guide wire run through ns hyper coat (0.014 inch) method: insert a guide wire into the involved device. Then, pull the guide wire from the distal tip and remove it. Result: when a guide wire was inserted into the involved device, it was passed through to the distal end without resistance. Next, when the guide wire was pulled from the distal end of the involved device toward the distal side, the removal resistance occurred. When the guide wire was pulled with even stronger force, it was able to remove from the involved device. Lubricity test was conducted. To check for the possibility that the lubricity of the involved device had decreased, resulting in stuck of lesions or increased removal resistance from the combined guiding catheter, we measured the lubricity of the involved device using the following method. Method: insert the involved device into the s-shaped test jig and check the number of curves that the distal tip passes through. Criterion: the distal tip shall be passed through 6 or more curves. As a result, when the involved device was inserted into the s-shaped test jig, the distal tip of the involved device could not be passed through the second curve, and it was found that the lubricity had decreased. Dimension measurement revealed that the dimensions of the involved device were measured for the following purposes. Total length, measured to check for elongation that has occurred in the involved device. Inner and outer diameters, measured to check for abnormalities that may cause passage resistance, such as abnormalities in the outer diameter, and to check for abnormalities that may cause tube deformation in the catheter, such as thin resin walls. As a result, the total length was outside of our standard value due to the crushing and elongation that occurred in the involved device. Next, except for the damaged parts, the inner and outer diameters of the distal and proximal side of the involved device were within our standard values, and no abnormalities were observed. Inspection of manufacturing records, in our company, we perform visual inspections, dimension measurements, lubricity tests, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 230103060, there were no abnormalities in the results of each inspection. There were no abnormalities that could cause the deterioration of lubricity, the deformation of the catheter, and the removal resistance of the combination device. Presumed cause, when observing the appearance of the involved device, there were catheter elongation for about 50cm in the involved device. In addition, there were several damages, such as crushing of the distal tip, marker deformation, catheter kink, crushing and twisting deformation. As a result of the simulation test, the guide wire was inserted into the involved device without resistance. However, when the removal was attempted in the direction of the distal end, removal resistance was observed. As a result of the lubricity test, it was found that the lubricity of the involved device had decreased. As a result of the dimension measurement, the total length was outside of our standard value due to the crushing and elongation that occurred in the involved device. Next, except for the damaged parts, the inner and outer diameters of the distal and proximal side of the involved device were within our standard values, and no abnormalities were observed. From past experience of our product zizai, it was found that the lumen might be narrowed due to kink, crushing, or elongation of the catheter, which may cause passage or removal resistance of the combined guide wire. Therefore, in this case as well, it was considered that the lumen narrowed due to catheter damage such as elongation, crushing, deformation, etc., and that removal resistance from the combined guide wire occurred. However, as there were several damages in the involved device, it was not possible to determine which part of the damage caused the removal resistance from the combined guide wire. Next, it was considered that the decrease in lubricity of the involved device observed in our investigation may have occurred due to the deterioration of the catheter's pushing performance due to these damages, or the deterioration of the coating performance due to use at the time of the case or cleaning at our company. In our company, we perform lubricity tests, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the involved device, there were no abnormalities in the results of each inspection. Based on this, it was considered that the several damages and decrease in lubricity that occurred on the involved device may have occurred during use after shipment from our company.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide a correction to section h6 investigation findings & conclusions as the codes were inadvertently not provided in follow up 1.

Manufacturer narrative:
Implanted date: no patient involvement. Explanted date: no patient involvement. The actual sample is not available for evaluation hence we could not determine the details of its actual condition. The retention samples were confirmed free from any damages that could lead to the complaint. The samples were evaluated through the following related functional testing to challenge the functionality of the product. All samples showed passed results. Liquid leakage at the syringe plunger under compression test to check no leakage of water past the plunger stopper or seal, and small droplets between the seals are not considered a failure. Air leakage past the syringe plunger stopper during aspiration, and for separation of plunger stopper and plunger. This test was conducted to check no leakage of air past the plunger stopper or seal and no fall in the manometer reading. We have received twenty-three (23) complaints covering fy20 to fy22 (january 13, 2023) related to this issue where the cause was not identified related to our product or production process. The root cause of the complaint could not be identified to be related to our product or production process. Verification of the retention samples was confirmed free from defects that will lead to the complaint. A simulation was conducted and no irregularities on the syringe were encountered. Moreover, the samples have undergone leakage-related tests, and all samples showed passed results. The functional performance of the device in terms of leakage is tested periodically (yearly until the life of the device) to confirm its performance thru time. The record of the representative sample from the stability test record showed passed results for the 30ml terumo syringe. We have a series of inspections from the molding process to the outgoing process to check ig, plunger, and barrel conditions. All samples showed passed results. Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that the terumo syringe involved plunger leaked during the collection of cytotoxic drugs. There was no patient involvement. The event occurred pre-treatment.